Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the manufacturer representative (rep) was just notified that she will be a procedure tomorrow for a patient who is having their ins pocket relocated due to unknown reasons. The patient has not charged their device in sometime resulting in their ins being "dead" or depleted. No other information was provided to rep. The caller was not with the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The reason for call was the rep indicated that they were at a case to move the ins in the pocket. The caller indicated that the patient wanted the ins to be moved to a deeper location that was less obtrusive. Troubleshooting was not required. The surgical procedure was completed prior to the call to tss. The caller did not ask for any troubleshooting regarding this issue. It was reported that patient had a new controller and recharger that they were trying to connect to the patient's ins. The caller was getting the no device found message and indicated that the patient's ins is depleted. Tss reviewed how to use the passive charging function. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller was planning to continue charging the patient's ins to try to get it to connect for normal charging. See general text for omitted information.